Event description:
The customer, mother of the pt, states that the inner cannula pops out during pt use. The customer reported the non-routine replacement was required. (B)(4).

Manufacturer narrative:
The sample is currently in transit to the manufacturing site for analysis.